Manufacturer narrative:
(B)(4). PMA/510k # ¿ exempt. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available.

Event description:
It was reported, when the package of a ncircle tipless stone extractor was opened they discovered that the shrink tubing that the wire goes through at the handle was disconnected from the handle. This disconnect would not allow the basket to open and close. No patient involvement.

Manufacturer narrative:
As reported, ¿operator opened the package found out the catheter that protect the wire guide was off from handle.¿ the returned device was found to be non-functional due to sheath damage. The sheath and support tube were separated near the handle. Sheath damage was also found near the distal tip. A lot of bio-matter was found on the returned device, contradicting the reported information that the issue was found before use. All devices are 100% inspected for functionality and integrity before packaging. The IFU contains a caution to not use excessive force to manipulate the device, or damage to the device may occur. The cause for the reported damage could not be determined. The complaint was confirmed based on the returned device. Current controls are in place in manufacturing to assure device functionality prior to shipping. Review of production and quality documentation did not observe any specific issues with current manufacturing or quality controls that may have contributed to this incident. There is no indication that a design or process related failure mode contributed to this event. A section of the device did not remain inside the patient¿s body. The patient did not require any additional procedures due to this occurrence. According to the initial reporter, the patient did not experience any adverse effects due to this occurrence. The likely root cause of this event is unknown.